Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirm that lobectomy was being performed at the time of event. The image was not inverted and the endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. The endoscope was installed in down orientation. The surgeon confirmed desired orientation when endoscope was installed. The indication of the image orientation provided to the user via user interface was as usual. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, the endoscope was not manually rotated 180 degrees.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed but did not replicate the reported error. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the test platform and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The logs confirmed the error 23003 had occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) arm 2 to resolve the issue. The system was tested and verified as ready for use. An RMA has been issued to the customer requesting to have the usm arm returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system displayed a recoverable error code 23003 on universal surgical manipulator (usm) arm 2. The customer received phone assistance from the technical support engineer (tse). Review of the system logs confirmed error code 23003 on usm arm axis 4 installed usm arm. Tse sinstructed user to reseat the sterile adapter when possible and verify no mechanical friction or grinding noise by rotating the endoscope manually on the usm arm. The user confirmed no issue. Usm arm was retested with other endoscope and confirmed no issue with any of the endoscope. No other issue was observed. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.